Event description:
It was reported that the ventilator generated technical error code indicating disabled valves. Patient involvement unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board pcb was replaced. The replaced part was returned for investigation. The provided logs revealed technical error code indicating disabled valves at the event date. The investigation revealed that the returned pcb passed all tests without any discrepancy when it was connected to a test ventilator. If the underlying defect appears during ventilation, ventilation will stop and the user will be notified to by a generated high priority alarm and the corresponding technical error codes. If the failure appears during startup a technical alarm will be generated and ventilation cannot be started. The root cause could not be determined since the reported problem could not be reproduced.